Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), dysgeusia ("metallic taste in mouth"), fatigue ("fatigued on a daily basis"), migraine ("headaches (sometimes migraines)"), allergy to metals ("allergic to nickel"), rash ("face has started breaking out"), loss of libido ("her sex drive is almost nonexistent"), pain ("always in pain"), abdominal pain ("cramping"), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), muscle spasms ("muscle cramps with periodic spasms"), urinary incontinence ("she has urine incontence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal hysterectomy). At the time of the report, the back pain, weight increased, dysgeusia, fatigue, migraine, allergy to metals, loss of libido, pain, abdominal pain, adnexa uteri pain, muscle spasms, urinary incontinence and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, pain, rash, urinary incontinence and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received. Product start & stop date updated. Patient & reporter updated. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 27-may-2020 this spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), fatigue ("fatigued on a daily basis"), migraine ("headaches (sometimes migraines)"), allergy to metals ("allergic to nickel") with rash, loss of libido ("her sex drive is almost nonexistent"), pain ("always in pain"), abdominal pain ("cramping"), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), muscle spasms ("muscle cramps with periodic spasms"), urinary incontinence ("she has urine incontence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the back pain, weight increased, dysgeusia, fatigue, migraine, allergy to metals, loss of libido, pain, abdominal pain, adnexa uteri pain, muscle spasms, urinary incontinence and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, pain, urinary incontinence and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 14-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of back pain ("lower back pain/ always in pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion intervention required), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), abdominal pain ("cramping"), allergy to metals ("allergic to nickel"), rash ("face has started breaking out"), urinary incontinence ("she has urine incontence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)"), fatigue ("fatigued on a daily basis"), muscle spasms ("muscle cramps with periodic spasms"), dysgeusia ("metallic taste in mouth"), migraine ("headaches (sometimes migraines)"), loss of libido ("her sex drive is almost nonexistent") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, adnexa uteri pain, abdominal pain, allergy to metals, urinary incontinence, fatigue, muscle spasms, weight increased, dysgeusia, migraine, loss of libido and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, rash, urinary incontinence and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Upon internal review, chronic pain was merged to event lower back pain. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 27-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of back pain ("lower back pain/ always in pain") in a 45 year-old female patient who had essure inserted (lot no. C36237-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section, discomfort, pelvic pain, obesity and miscarriage. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced back pain (seriousness criterion intervention required), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), abdominal pain ("cramping"), allergy to metals ("allergic to nickel"), rash ("face has started breaking out"), urinary incontinence ("she has urine incontence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)"), fatigue ("fatigued on a daily basis"), muscle spasms ("muscle cramps with periodic spasms"), dysgeusia ("metallic taste in mouth"), migraine ("headaches (sometimes migraines)"), loss of libido ("her sex drive is almost nonexistent") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal supracervical hysterectomy, bilateral salpingectomy on (B)(6) 2017). At the time of the report, the back pain, adnexa uteri pain, abdominal pain, allergy to metals, urinary incontinence, fatigue, muscle spasms, weight increased, dysgeusia, migraine, loss of libido and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, rash, urinary incontinence and weight increased to be related to essure administration. The reporter commented: right essure with 3. Coils after placement, left essure with 2 coils after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.947 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: findings: an hsg examination was performed. Large capacity uterine cavity is demonstrated. Bilateral essure devices are present. These appear to be in satisfactory location. The proximal essure devices do not extend inte the uterine cavity. There is no opacification of the fallopian tubes seen bilaterally. Impression: cervical stenogis with large capacity uterus seen. Bilateral essure devices are present with cbstruction of the tubes demonstrated bilaterally. [Pathology test] on (B)(6) 2017: specimen: uterus and bilateral fallopian tubes pre-op and post-op: chronic pelvic pain and discomfort. Procedure: supracervical abdominal hysterectomy; bilateral salpingectomy. Diagnosis: uterus and bilateral fallopian tubes, hysterectomy: proliferative endometrium. Leiomyoma, 0.4 cm. Unremarkable proximal endocervical mucosa. Paratubal cyst, right. Unremarkable bilateral fallopian tubes. Mesothelial cyst, 0.9 cm, anterior serosa. Gross description: located within the proximal aspect of each fallopian tube and extending into the comus are silver colored coil metallic wires. According to bayer qa, the lot number c36237 is invalid. The most recent follow-up information incorporated above includes data received on: 27-nov-2023: update of information (batch is invalid). Further company follow-up with the regulatory authority or the consumer is not possible. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of back pain ("lower back pain/always in pain") in a 45 year-old female patient who had essure inserted (lot no. C36237) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section, discomfort, pelvic pain, obesity and miscarriage. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced back pain (seriousness criterion intervention required), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), abdominal pain ("cramping"), allergy to metals ("allergic to nickel"), rash ("face has started breaking out"), urinary incontinence ("she has urine incontinence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)"), fatigue ("fatigued on a daily basis"), muscle spasms ("muscle cramps with periodic spasms"), dysgeusia ("metallic taste in mouth"), migraine ("headaches (sometimes migraines)"), loss of libido ("her sex drive is almost nonexistent") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal supracervical hysterectomy, bilateral salpingectomy on (B)(6) 2017). At the time of the report, the back pain, adnexa uteri pain, abdominal pain, allergy to metals, urinary incontinence, fatigue, muscle spasms, weight increased, dysgeusia, migraine, loss of libido and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, rash, urinary incontinence and weight increased to be related to essure administration. The reporter commented: right essure with 3. Coils after placement, left essure with 2 coils after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.947 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: findings: an hsg examination was performed. Large capacity uterine cavity is demonstrated. Bilateral essure devices are present. These appear to be in satisfactory location. The proximal essure devices do not extend inte the uterine cavity. There is no opacification of the fallopian tubes seen bilaterally. Impression: cervical stenogis with large capacity uterus seen, bilateral essure devices are present with obstruction of the tubes demonstrated bilaterally. [Pathology test] on (B)(6) 2017: specimen: uterus and bilateral fallopian tubes pre-op and post-op: chronic pelvic pain and discomfort. Procedure: supracervical abdominal hysterectomy; bilateral salpingectomy. Diagnosis: uterus and bilateral fallopian tubes, hysterectomy: proliferative endometrium. Leiomyoma, 0.4 cm. Unremarkable proximal endocervical mucosa. Paratubal cyst, right. Unremarkable bilateral fallopian tubes. Mesothelial cyst, 0.9 cm, anterior serosa. Gross description: located within the proximal aspect of each fallopian tube and extending into the comus are silver colored coil metallic wires. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporter, patient information, medical history, lab data, and lot no. Added. Further company follow-up with the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), fatigue ("fatigued on a daily basis"), migraine ("headaches (sometimes migraines)"), allergy to metals ("allergic to nickel") with rash, loss of libido ("her sex drive is almost nonexistent"), pain ("always in pain"), abdominal pain ("cramping"), adnexa uteri pain ("sharp knife like sensation in both sides where the essure was placed"), muscle spasms ("muscle cramps with periodic spasms"), urinary incontinence ("she has urine incontinence (as reported, understood as incontinence) (when she laughs, sneezes or coughs, this has become a nightmare)") and depression ("depressed") and was found to have weight increased ("gained a whopping ten pounds"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the back pain, weight increased, dysgeusia, fatigue, migraine, allergy to metals, loss of libido, pain, abdominal pain, adnexa uteri pain, muscle spasms, urinary incontinence and depression had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysgeusia, fatigue, loss of libido, migraine, muscle spasms, pain, urinary incontinence and weight increased to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case become incident. Abdominal hysterectomy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.